Event description:
Per the clinic, the patient experienced an infection at the implant site; however, the issue could not be resolved. Revision surgery was performed to clean the implant site in (B)(6) 2014 (day not reported). It was also reported that electrodes were extra cochlear. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.